Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. The patient's wife stated the patient lost consciousness due to hypoglycemia while driving his vehicle and consequently met with a car accident. The patient's blood glucose meter value was measured during the incident an read 29 mg/ dl, while the comparative cgm reading was 69 mg/dl. The patient was taken to a hospital and treated with glucose tablets. At the time of contact later that same day, the patient was still in the hospital and felt exhausted, but was responsive. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.